Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient had pain in their back and legs. The patient had not used the stimulator with regularity for over one month. The coverage provided by the patient¿s stimulator had changed approximately six months ago. The patient set up a very large christmas display including dozens of characters and working on the roof to accomplish this. It was also reported that the patient poured cement. The symptoms began after completing these tasks. The patient was implanted with two leads. The lead in the 0-7 socket on the stimulator had high impedances of greater than 40,000 on all electrodes. Impedance testing and reprogramming was performed. It was confirmed that reprogramming resulted in coverage of the patient¿s painful areas. The patient was happy with the coverage and felt it would help them. Follow-up with the patient will be done in two weeks to see how the patient is doing. If additional information is received, a follow up report will be sent.